Manufacturer narrative:
Device remains implanted. No device failure.

Event description:
On (B)(6) 2010, the patient underwent the surgery with gamma3 long nail by midnight shift staff. After the surgery, the surgeon found that the wrong side nail was implanted for patient. (Patient broken right leg, however, the surgeon used left implant). The surgeon is not planning revision surgery.